Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin squirted out if the tubing during manual prime process. The customer was assisted in troubleshooting. The customer¿s blood glucose was unknown at the time of the incident. During troubleshooting, the insulin continued to drip after letting go of the act button during prime. The insulin also continued to squirt out without the number populating on the screen. The customer stated that they did not have much insulin to continue troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. Unit unable to prime during prime test and compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window, missing end cap sticker and cracked lcd window.